Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: romania the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and the speed was unstable; however, the repair was not completed per the customer instructions. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the electrical dermatome had a defective on/off button and the main motor did not work properly. There was no patient involvement. No harm or delay reported. Diligence is complete. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.